Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar (extended range) instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 6.04mm offset at the tips. The grips were not found to have cracking damage. Further inspection found a broken molded insulator on the lower jaw. The broken piece measures approximately 1.38mm x 1.06mm and was not returned with the instrument. The grip base for the grip with the broken molded insulator does appear to be bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the force bipolar instrument's tip was not closing properly. No known impact or patient consequence was reported.